Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours and novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 400 mg/dl. Troubleshooting was performed and pump appeared to be delivering as expected. Cartridge is changed every 4 days. Customer was hospitalized due to a non diabetes related issue. Customer was treated through intravenous fluids.